Event description:
Customer reported that 80 erroneous electrolyte results were generated by the unicel dxc 800 synchron system. The results were reported out of the laboratory. The samples were retested and yielded results within clinical expectations. Amended results were issued. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse cleaned the flow cell and electrolyte injector cup. The fse determined that the root cause of the event was a defective carbon bridge. The fse removed and replaced the carbon bridge. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This is one of 80 medwatch reports being submitted as the customer reported that 80 pt results were affected.